Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
During raising of the patient who was above one foot above the chair, the strap suddenly unwound and the lift stopped to operate. No injury was claimed. The arjo field service technician was not able to determine what could cause this issue as the problem was not recreated during testing.

Event description:
During raising of the patient who was one foot above the edge of the chair, the maxi sky 2 ceiling lift stopped lifting. The facility staff attempted to get a patient out to the bed when the strap with the spreader bar suddenly unwound. As a consequence, the patient lowered unexpectedly (around 12 inches). The emergency brake did not engage. The patient was removed from the sling by the facility staff. No injury was claimed.

Manufacturer narrative:
Following the device evaluation result performed by the arjo field service technician, there was no device malfunction found. The overall ceiling lift condition was good. The unexpected device behavior: unwinding of the ceiling lift strap was not recreated. To sum up, arjo device failed to meet its performance specification since the strap unwind unexpectedly. The device was used for a patient transfer when the event occurred. The complaint decided to be reportable due to the allegation of the maxi sky 2 ceiling lift drop during transfer the patient.